Event description:
Additional information received. The cause of death was noted to be pneumonia. The provider stated that the cause of death and pneumonia was not related to vns therapy. It was noted by the physician that vns was helping the patients reduce seizures. It was noted that the vns was not explanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician had reported that one of their previous patients had passed away. No reason or cause was provided. No other relevant information has been received to date.

Event description:
Additional information received. It was reported by the funeral home that the patient passed away from natural causes with complaint of seizures. However, the prescribing physician stated that the patient passed away from pneumonia, this report will continue the prescribing physician's assessment. It was also noted that the device was not explanted. No other relevant information has been received to date.